Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the extensions migrated and the ipg was flipping in the pocket. As a result, the ipg was repositioned and the extensions were explanted and replaced to address the issue. Therapy was restored post procedure.